Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The customer will continue the use of device

Manufacturer narrative:
Retainer ring=black. Customer complained on october 31, 2021 the device alarmed low battery alert and replace battery now alarm. Complained the device has low battery life. Device passed displacement test, self test, active current measurement and sleep current measurement. Device successfully downloaded to thump. Device trace download analysis confirmed the insulin pump alarmed insulin pump error alarm on october 20, 2021 04:00:00.000, power loss alarm on october 31, 2021 09:31:00.000 and replace battery now alarm october 31, 2021 09:00:00.000. The power management graph confirmed insulin pump error alarm, power loss alarm and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly. The electronic assembly were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and corroded battery tube. The p-cap/reservoir does lock properly. No low battery alert or replace battery now alarm noted during test. However, the power management graph confirmed insulin pump error alarm, power loss alarm and replace battery now alarm were triggered due to connector resistance electrical board 1. Per r&d ee team observation - (sleep) current within specifications (0.6994ma). The down arrow button was not responding to presses. Device was tested outside case, device was disassembled and connected to stb5 to be tested to obtain measurements. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.